Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and stretched and there was dried blood and tissue present around the helix. Resistance testing found the lead was not electrically continuous. X-ray analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin and the coil was also deformed in this location. In addition, the crimp sleeve had migrated slightly. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break and become deformed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, it exhibited pacing impedance measurements above 2,000 ohms. As a result, the ra lead was removed and successfully replaced. No adverse patient effects were reported.